Manufacturer narrative:
Field service engineer found error message "check sum error" during table initialization. The "check sum error" means the table does not know its position, therefore, will not allow x-rays to occur. This is a built-in safeguard. The fse troubleshot system per the hydradjust plus installation and service manual 401958, and in the service function, reset table parameters to the original settings. Fse then tested and verified all table movements, fluoroscopic functions and monitors per hydradjust plus installation and service manual (401958). System returned to full service by the customer.

Event description:
On 2/17: customer reports no fluoro or table movement. No patient information made available from customer. No reported injury.